Event description:
It was reported that, the patient and spouse contacted support with the assistance of a third-party interpreter after receiving insulin expired and insulin occlusion alarms on the device. The patient reported already using a new insulin cartridge and a new steel infusion set. Support guided the patient through a complete infusion set replacement using another steel infusion set, including a tubing fill during which insulin drops were observed, followed by a cannula fill. The infusion set change was completed successfully, and insulin delivery resumed. At the time of the initial interaction, blood glucose levels were elevated. Follow-up communication confirmed that blood glucose levels had decreased, and the patient and spouse expressed satisfaction with the resolution and indicated no further follow-up was needed. Additional outreach was completed to obtain infusion set lot information, which was subsequently provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.